Event description:
This equipment was purchased by request from surgeon. No evaluation process of this equipment was performed by this facility prior to the purchase. The unit was received in the bio-med dept on 5/25/00. During initial inspection it was found that there is no nameplate for electrical ratings. The power switch, circuit breaker and regulator are not labeled to indicate their function as required by nfpa 9-2.1.8.3. After several conversations the distributor and MFR believe this equipment is not required to be in compliance with nfpa regulations and the hosp's bio-med dept cannot allow this equipment into operating rooms without being in npa compliance. Hosp will return the equipment to the distributor and will not schedule further evaluation until this matter is clarified.